Manufacturer narrative:
The steris technician inspected the surgical table and found that the table batteries were not holding a charge. The technician advised the facility's biomed about the batteries not holding a charge; the biomed replaced the batteries and returned the table to service. During the steris technician's inspection, the table operated to specification while it was plugged into facility power. The table is serviced and maintained by the user facility. The 4085 operator manual states (pp.5-5), "steris 4085 general surgical table is equipped with intellipower dual power system. The table is powered either by facility power or by internal batteries. If table is to be operated on battery power, note the following: important: batteries are recharged automatically as long as the main power switch is set to on and the ac power is connected to the steris 4085 general surgical table. The plug icon appears on power panel led display indicating ac power and diode bar indicates battery condition." In addition, the 4085 operator manual states (pp.5-7), "preventive maintenance schedule-electrical checks: verify condition of batteries and battery charger status 1x per year." The unit was installed in january of 2013 and is not under a steris service contract. Steris offered in-service training on the proper use and operation of the 4085 surgical table however, the user facility declined.

Event description:
The user facility reported that during a patient procedure hospital personnel commanded the table to lower via the hand control however, the table would not respond. The user facility did not attempt to use the auxiliary hand control. The patient was transferred to another surgical table and the procedure was completed successfully. No report of injury.